Event description:
It was reported that the patient expired. The cause of death was not reported; the reporter indicated that the death was unrelated to the implanted system. The patient had a history of vasculitis and endstage liver disease. The pump contained hydromorphone 0.5 mg/ml at a daily dose of 1.74935 mg; compounded baclofen 100 mcg/ml and bupivicaine 6.8 mg/ml.